Event description:
A distributor for the (B)(6) stated that one cassette for the homechoice machine did not work properly. The distributor was unable to confirm the account number for the hospital or any contact information. There was no patient involvement; no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for other issue was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.